Event description:
It was reported in 2007, that during the placement of a wallstent biliary endoprosthesis in a male, the tip of the delivery system got stuck "with (in) the stent cells" after the stent was deployed and the delivery system was being removed. "A snare was utilized to squeeze the distal side of the stent and pull it back with the scope." The physician successfully completed the procedure with "a new stent with same size". The pt's condition was reported as "good".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review and product evaluation are in progress. Results of the device evaluation, as well as the device history record review will be provided in a follow-up medwatch report. The march 2007 15-month endoscopic covered biliary complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceed the complaint alert limit.